Manufacturer narrative:
Patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was also reported that the patient had an atrial fibrillation arrhythmia on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported arrhythmia could not be determined. The patient remained ongoing on support from (B)(6) until 25jun2019 when they underwent a pump exchange. The patient remained ongoing on support from (B)(6). The hmii IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was treated for the arrhythmia with IV (intravenous) amiodarone and converted to normal sinus rhythm.